Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented with syncope. The health care professional (hcp) reported that it appeared that the device was not pacing based on an electrocardiogram. A review of data from the patient's remote home monitoring system was performed. No stored events were noted. The pacing thresholds were varied and the patient had multiple premature ventricular contractions. The local boston scientific field representative was unaware of any additional information. There were no additional adverse patient effects reported. The device remains in service.